Manufacturer narrative:
The index procedure was treatment of an unruptured saccular aneurysm located in the right parasellar region. The aneurysm measured 6.1mm at the neck and the neck to sac ratio was 6.1mm/11.9mm. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise continue to be fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. In addition to the orbit coils, hydro coils, ed coils and delta push coils were used. It was reported that during the procedure, a 4mmx8cm delta plush/micrus coil protruded in the vessel prior to detachment and was removed successfully. The aneurysm was satisfactorily coiled at the end of the index procedure, and the aneurysm was 95% occluded. There was no difficulty with any devices that prevented full coiling of the aneurysm. No dissections were noted during the procedure. (B)(4). There were no conditions causing hypercoagulable state, and the patient was not on antihypertensive medications. The modified rankin scale pre-procedure was 0, after and within a week was 0, and after 30 days was 0. Medications consisted of aspirin 100mg/day and plavix 75mg/day beginning 8 days pre-procedure. Diagnostic/procedural images are not available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15229221 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Aneurysm/vessel characteristics including shape, size, location and wide neck and percentage of the aneurysm occupied by coils are factors that may have contributed to stronger hemodynamic stress due to flow changes post procedure. These flow changes into the aneurysm with known vessel wall weakness may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00233 and 1058196-2011-00234.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00233 and 1058196-2011-00234. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: this is for three products (with sane catalog and lot numbers) of four products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00233 and 1058196-2011-00234.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Products utilized during the procedure consisted of a prowler select plus microcatheter, slim guide 6french guiding catheter, sl10 microcatheter, chikai guidewire, gt wire, orbit complex (catalog/lot unknown qty 3), hydro coil, ed coil, and delta plush coils. There was no difficulty with any devices that prevented full coiling of the aneurysm. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise continue to be fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. There were no conditions causing hypercoagulable state, and the patient was not on antihypertensive medications. No dissections were noted during the procedure. Medications consisted of aspirin 100mg/day ((B)(6) 2010) and plavix 75mg/day ((B)(6) 2010). The target aneurysm was located in right parasellar region, and the saccular unruptured aneurysm that measured 6.1mm at the neck and the neck to sac ratio was 6.1mm/11.9mm. A cd copy of the procedure is not available. No further information was available. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00233 and 1058196-2011-00234. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that subarachnoid hemorrhage developed after approximately eleven days after the index procedure with enterprise vrd system, orbit complex coils (10mmx30cm x3), hydro coil, ed coils, and delta plush coils. Administration of plavix was stopped and recovery was confirmed approximately 3 weeks after onset. The physician commented that the event was caused by blood flow change in the aneurysm, and it was confirmed that the sah was from the aneurysm. Additional information provided indicated that during the procedure a 4mmx8cm delta plush (micrus) coil protruded in the vessel prior to detachment and was removed successfully. The aneurysm was satisfactorily coiled at the end of the index procedure, and the aneurysm was 95% occluded. There was no difficulty with any devices that prevented full coiling of the aneurysm. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise continue to be fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement.